Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: b I-500-01065, version #: 4.0.1: h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi-500-01010, version #:(B)(4), no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the manufacturer representative (rep) was working on another case the image acquisition system (ias) powered off on its own. No-one was touching the pendant and the ias was connected to the mobile view station (mvs) that was connected to the mains power. The mvs was not powered on. The following messages were seen in the log file. System preparing for shutdown; suspend motion controllers, x-ray generator and detector, and framegrabber. The following error messages were shown after the shutdown started. Generator interface status event: generator interface error. Audio fuse blown. System controller status event. System controller error: e-stop fault. Generator interface status event: generator interface error. Tube arc occurred. Motion interface status event: motion interface error. Gantry wdt expired. After the event, the rep waited for a few minutes and then powered the ias on. The system worked as expected. The ias was turned on for approximately two hours after the event without issues. No patient was present at the time of the event. The next day the ias turns itself off after one hour being disconnected from the mvs. This happens on several (but not all) imaging system. Root cause not known.